Event description:
A report was received that the patient was experiencing discomfort behind her ear where the lead was tunneled. The patient underwent a lead revision during which the physician provided more stress relief so the lead would not be so tight. The patient was reportedly doing well following the procedure.